Event description:
The patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses in 2009. During fluoroscopic visualization, the physician inadvertently marked the hepatic and the splenic arteries as the renal arteries. As a result, the gore excluder aaa endoprosthesis trunk-ipsilateral leg component was placed covering the renal arteries and superior mesenteric artery. Three contralateral leg components were then placed, and attempts to move the trunk-ipsilateral leg component distally with a balloon were unsuccessful. The patient was converted to open surgical repair. There were no further complications reported and the patient is doing well.

Manufacturer narrative:
Method code: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: additional devices implanted and involved in this event; gore excluder aaa endoprostheses contralateral leg components; pxc201200/06493487, pxc201000/06491363, pxc181400/06424408. Please note the pxc121000 was manufactured at site.